Event description:
A pt reported experiencing multiple bruising on both arms while using a lifescan ultrasoft adjustable blood sampler for alternate site testing. Pt reported having 11 bruises that looked like "chicken pox" marks and 3 "nickel size" bruises on both arms. Pt has been obtaining blood samples from both arms to test blood glucose. Pt has been using the ultrasoft adjustable blood sampler adjusted to the highest level for deepest penetration. Pt is on plavix 75mg qd for unknown reasons. Plavix is an anticoagulant that decreases blood coagulation resulting in prolonged bleeding and clotting times. Obviously pt has been getting bruises because of being on anticoagulant therapy. Pt has been advised to contact the pt healthcare provider for advice on alternate site testing while on anticoagulant therapy. No further info is available.